Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to fracture of cobalt chromium profemur® modular neck (fractured at the neck-stem junction) (left).